Manufacturer narrative:
Continuation of concomitant products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 22-apr-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving an unknown drug via an implantable pump. It was reported that the patient complained of severe pain in her legs after a dye study. She said she felt like she was not getting any medication after the procedure was performed. The hcp¿said the catheter was not primed after the procedure. He said the medication should resume soon.¿patient was told to call the providers office for more information. She said she would call the rep back if she had any other issues. The issue was resolved at the time of the report.